Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a dilatation in the lower gastrointestinal tract procedure performed on (B)(6) 2014. According to the complainant, during the procedure, physician attempted to inflate the balloon but the needle of the gauge of the syringe did not move. It was reported the gauge was reading inaccurately. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of gauge reading inaccurately. The unit was visually inspected and its unit components were examined for any damage or defects. No issues were noted. Syringe gauge test was performed and it was noted that the gauge needle did not increase and remained at zero. The complaint that the gauge was reading inaccurately was confirmed. It is possible that the complaint unit got damaged during handling of the device. This may have caused the internal mechanism of the gauge to become damaged. Therefore, the most probable root cause for this event is handling damage.